Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event unit and an image were returned for evaluation. Upon inspection, engineering found a dent along the shaft. Engineering tested the unit and experienced intermittently short feeding. Engineering disassembled the unit further and found internal component damage. Engineering determined the root cause was due to excessive interference between the internal components, causing improper feeding. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic division of adhesions: "the surgeon (miss brown) was assisting mrs reynolds with a case. She used the clip applier and it jammed whilst in position, on the tissue and would not release. Another clip applier was opened and the faulty one removed." Patient status: "discharged."